Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 300s mg/dl and a correction bolus was delivered to address the bg. The customer reverted to using insulin injections to manage diabetes. As the customer was not using the pump at the time tandem technical support was contacted, a pump system check to determine a possible cause of the occlusions could not be performed.